Event description:
It was reported that the pump battery was depleting quickly. Additionally, the touch screen was delayed in responding to interactions. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.